Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found insulation damage breaching all lumens of lead body insulation, one re cable coating, one svc cable coating and ptfe liner of the inner coil was found at proximal region of the lead consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.